Event description:
It was reported that a malfunction occurred on a pump, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the issue did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support again if the issue recurred and acknowledged the guidance provided.